Event description:
Patient was implanted with the coroent xl-f interbody on (B)(6)2009 during an l2-3 fusion procedure. Approximately 10 weeks after the initial procedure, it was identified on follow-up x-ray films that the inferior fixation screw at l3 backed out. A partial revision was performed on (B)(6)2009 to remove the screws in the device. The patient is recovering with no additional complications.

Manufacturer narrative:
A portion of the device was returned to nuvasive and is currently being analyzed. Radiographic images provided confirmed the reported event. Labeling indicates that "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Although the root cause of this failure is unknown at this time, in the event that additional relevant information becomes available, a subsequent report will be filed.